Event description:
The recipient reportedly experienced redness at the implant site, which was controlled with antibiotics. However, the issue did not resolve. The recipient's skin became thinner as the device migrated. The recipient experienced device extrusion. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient was reportedly reimplanted. The recipient is doing well. The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.